Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events. Therefore; servicing did not cause or contribute to the reported event. The device was not returned. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump underinfused and would not pass the flow rate check. The event occurred during pump check-in in the biomedical service department. There was no patient involvement. No additional information is available.